Event description:
It was reported that during trio surgery (plif l3-5), surgeon removed the reduction instrument and noticed breakage after the procedure was completed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was sent for material analysis and it was confirmed that the fracture was consistent with tempered embrittlement. Temper embrittlement occurs when alloy steels are tempered in a certain heat range. Despite the embrittlement, the device was used successfully throughout its 9 year life and was used without issue in the related surgery. Conclusion: it is likely that an unknown impact or application of force initiated the fracture as temper embrittlement alone will not cause a fracture. However, because this issue was noticed after surgery, the exact cause of the fracture initiation cannot be determined conclusively.

Event description:
It was reported that during trio surgery (plif l3-5), surgeon removed the reduction instrument and noticed breakage after the procedure was completed.